Manufacturer narrative:
The investigation determined that a lower than expected vitros calcium (ca) result was obtained from a single quality control level processed on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. A possible cause of this event could be a non-reactive cartridge, where the integrity of the foil wrapper was compromised during shipment or storage on site, exposing the slides to ambient conditions, though this could not be verified. The lower than expected vitros ca result was isolated to a single slide cartridge. The event is consistent with a slide cartridge that has been exposed to ambient conditions. Acceptable vitros ca results were obtained from an alternate slide cartridge from the same slide lot.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros calcium (ca) result was obtained from a single quality control level processed on a vitros xt 7600 integrated system. Biorad multiqual level 3 lot 56760 result of 7.8 mg/dl vs the expected result of 12.22 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. Twenty-four patient samples were processed during the timeframe of the event and generated negatively biased vitros ca results. None of the negatively biased results were reported outside of the laboratory. All 24 samples were retested using a slide cartridge other than the affected cartridge, and the customer considered the repeat results to be the expected results for the samples. The customer did not provide any specific data concerning the 24 affected samples. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).